Event description:
It was reported that the scale attachment popped off. Sales rep and administrator could only hypothesize as to what could have happened, "as the entire mechanisms rotates the possibility of the scale had not been screwed on all the way on the end of the boom arm so therefore as the spreader bar rotates the scale also rotates and the scale rotated so much it unscrewed itself" resident taken to ER for a preliminary exam and x-rays taken; all results came back negative - no injury.